Event description:
It was reported that a malfunction occurred on the pump, specifically displaying error malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The customer was advised to continue using the pump and to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.